Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with all buttons of the functioning properly; however the insulin pump had moisture on keypad traces. No button error alarm noted. The insulin pump has battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window, cracked lcd window and cracked case at the display window corner.

Event description:
Customer reported via phone call that the insulin pump alarmed button error. Customer does not recall any significant events leading to the alarm. Blood glucose value was 228 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.